Event description:
Additional information was received indicated the event was observed during an in-clinic follow-up and not the implant procedure. No intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
It was reported that high capture threshold was observed on the leadless pacemaker during implant. Additional information was requested, but not yet received.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Further information was requested but not received.